Event description:
It was reported that a multirate large volume infusor leaked. This occurred during patient infusion of an unknown drug. The customer stated that the leak was from somewhere near the fill port. There was patient involvement; however, there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.